Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the device that was returned on (B)(6) 2020 has a different lot number (9451524) than the suspect medical device's lot number that was reported. Follow-ups were performed and mentor was made aware that a "sizer" will be returned. A supplemental report will be submitted if the reported device is returned or if a clarification is received. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a primary breast augmentation procedure, a 385cc mentor memorygel breast implant was found to be ruptured before implantation. The doctor visually inspected the implant after it was taken out of the box, and noticed the rupture. There was no reported patient contact and there was also no patient consequence reported. A new unspecified mentor gel implant was used in placed of the ruptured implant.

Manufacturer narrative:
After multiple attempts to acquire clarification for the discrepancy between the initially reported device (lot 7718660) and returned device (9451524), no clarifying information was made available. The suspect medical device has been updated to the returned device. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 29, 2021, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual inspection of the returned sample determined that a tear was observed on the posterior aspect of the sm mod classic gel, 385cc breast implant, measuring approximately 1.6 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.8 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).